Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to moisture damage on faulty force sensor and was unable to complete functional test due to prime anomaly. No motor error alarm noted. However corroded motor assembly noted during visual inspection. Device received with scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was performed. The device was returned for analysis.